Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. During visual examination a hole was found on the left membrane of the cassette. Microscopic inspection shows a single pin hole. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted when evaluation has been completed.

Event description:
A peritoneal dialysis (pd) patient's contact reported the cycler alarmed for air detected in the cassette during fill 1 of 5. Treatment was discontinued. When the cassette door was opened a leak was found to be coming from the cassette. The contact was advised to contact the patient's pd nurse. The set was retained for evaluation and is being made available. During follow up the patient's contact reported there were no complications from this event. No adverse event reported at this time.